Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator service condition, error code 384, occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator's service condition, error code 384, occurred. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer¿s complaint was not confirmed. The device failed test step during testing for low oxygen flow. The blower does not work properly. The blower was replaced to address the issue. The unit was cleaned and repaired. The device passed all the tests.